Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were bunched together and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left circumflex (lcx). A 32x2.25mm promus premier¿ stent was advanced to treat the lesion, however, resistance was encountered. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left circumflex (lcx). A 32x2.25mm promus premier¿ stent was advanced to treat the lesion, however, resistance was encountered. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).